Event description:
Datex-ohmeda was informed in august 8, 2003: this monitor was reported as having not sounded its alarm when the pt became asystolic. Apparently the asystole alarm message was on the screen and flashing but there was no audible alarm. This information could only be given by one member of staff and could not be verified due to the fact that there was only one other staff member in the unit at the time, with another pt. This incident occurred early in the morning. Please note that even though there was a pt fatality resulting from this incident, it is not the contention of the hospital that the part played by the monitor was a contributing factor.